Event description:
It was reported that patient was addmited to the hospital one month post-op for two subsequent dislocation two days apart which were treated with closed reduction, pain medication (i.v. Morphine) and bedrest. In addition to the hip pain patient had knee pain; knee was aspirated and injected with cortisone.

Manufacturer narrative:
It was reported that the patient was admitted to hospital one moth post-op for two subsequent dislocations. As of today, additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. In the immediate postoperative period he had done fine and was discharged home and approximately one week out from surgery had dislocated twice within three days. Both times his dislocation was reduced at auburn memorial hospital where a closed reduction was done. However, supporting documents related to the reported dislocations and reductions were not provided. The patient had some continued pain after that, particularly knee pain. He was seen by another physician around (B)(6) 2008 and was admitted to the hospital for pain control. Additionally, there was noted increased edema of the left knee which was aspirated for joint fluid. After follow up the next day, the patient was noted to have a draining sinus tract from the left knee. A definitive root cause of the reported hip dislocations cannot be concluded. In addition, we cannot rule out the patient's complex past history of marijuana use, hip dysplasia, and obesity as contributory factors. Additionally, it cannot be concluded that the reported clinical reactions, hip dislocations and the reported pain were related to the implanted smith and nephew devices. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.